Manufacturer narrative:
Percept ins is not approved in us at this time, but is similar to devices approved under mhy. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing electrical sensations around the ins site. After implant the impedance measurements were all normal, but one day later the sensations began and impedance was measured to be 40 ohms too high, slightly out of range. No true troubleshooting had been performed other than several impedance checks. The cause was not definitively determined, but it was stated there was "probably some fluid within the ins and extension." A revision surgery to de- and reconnect the extension and ins was proposed, but the sensations had been becoming weaker. The patient decided to wait some days/weeks and if there was further improvement, no revision would be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating no connector plug was inserted into the ins.

Manufacturer narrative:
Continuation of d11: product ID: 3708695, serial# (B)(6), implanted: (B)(6) 2015, product type: extension; product ID: 3389-40, lot#: unknown, product type: lead. Product ID: 3708695, serial# (B)(6), implanted: (B)(6) 2015, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device implant date received.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3708695 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type extension product ID 3708695 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type extension h3: the returned implantable neurostimulator (ins) (serial #: (B)(6),was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned ins passed all testing in the laboratory and no anomalies were identified. The returned extension (serial #: (B)(6), was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the insulation on the extension was cut; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. The returned extension (serial #: (B)(6), was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #2 conductor was broken less than 5 cm from the proximal end. H6: result code 3252 and conclusion codes 12 and 19 apply to the extension (B)(6),result code 213 and conclusion code 67 apply to the ins (B)(6) and extension (B)(6). Method code 10 applies to all three devices. Method code 4117 and result code 3221 no longer apply. H7/h9: applies to extension (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3708695 lot# serial# (B)(6), implanted: (B)(6) 2015,explanted: product type extension product ID 3708695 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type extension implant dates of extensions corrected above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3708695, serial# (B)(4), product type: extension; product ID: 3389-40, lot# unknown, product type: lead; product ID: 3708695, serial# (B)(4), product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional device information was received.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3708695, serial# unknown and product type: extension. Product ID: 3389-40, lot# unknown and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on the right side, electrode 2 was presenting an open circuit. When checking the therapy settings, it was noticed electrode 2 was used as an active electrode and could be the cause of the oor (out of regulation). Additional information was received. It was reported that on (B)(6) 2020 a revision surgery was performed to localize the high impedance cause. An impedance check was performed on the extensions and the issue was confirmed not to be from the ins but from the extension or lead. The neurosurgeon also tried switching the connections to confirm the issue. It was decided to change therapy settings to avoid using the high impedance contact. If the patient's therapy outcome was not satisfactory, revision of the extension would be discussed. There were no symptoms related to the issue other than the fact that the therapy was off.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID neu_unknown_ext lot# serial# unknown product type extension product ID neu_unknown_lead lot# unknown serial# product type lead additional review indicates that information from manufacturer¿s report #2182207-2020-00174 was already reported in this report (#30 04209178-2020-06478). Any additional information regarding that event will be submitted as a supplemental submission to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.